Event description:
Patient passed away and was supposed to come to office in dec but cancelled then didn't reschedule. No additional information reported or available regarding this event. Pae reported by hcp, who does not consent to follow up. Cause and date of death not provided. (B)(4).